Event description:
During a multiple coronary artery bypass graft surgery, after deploying the first seal, excessive bleeding was observed. The surgeon reported that the area for the proximal was not an optimal spot as this was the patient's third bypass procedure and the area had been previously operated on. The surgeon acknowledged that the instruction for use (IFU) was not being followed but decided to use the heartstring seal anyhow. It is not known if the aorta was calcified as it was difficult to see. The surgeon then decided to complete the first proximal using a side biter clamp as it was taking too long to correct the leak. For the second proximal, the seal did not deploy out of the delivery tube. The second proximal was also completed with a side biter clamp. No other patient complications were reported.